Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery. Pre-dilatation was performed with a 2.75x20mm trek balloon dilatation catheter. The 2.75x23mm vision stent implant was being advanced without resistance when the stent implant dislodged. The dislodged stent implant was retrieved using two guide wires. The patient was kept hospitalized for one week for observation. Although the target lesion was not treated with a stent implant, there was no reported adverse patient sequela, and no future procedure is planned if the patient remains in good health. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.